Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strings have been broken..unraveling or not attached to the tampon [device breakage] case narrative: consumer reported via e-mail that the strings have been broken or not attached to the tampon itself. No injury reported.